Event description:
It was reported that the device tripped the eos flag. The device had an excessive charge time on (B)(6) 2014. There was also a charge circuit timeout. There were many shocks that day. The battery voltage dipped to 2.636 volts and then started to recover the next few days up to 2.69 volts. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant medical products: 507652 lead, implanted: (B)(6) 2004; 507658 lead, implanted: (B)(6) 2011. (B)(4).